Event description:
Adverse event(s): "consumer reports glare" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implanted]). Two yrs following intraocular lens (iol) implant surgery, a consumer reported experiencing glare. The consumer reported his vision was better when he was indoors. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been no other complaint reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).